Event description:
It was reported that there was event with a image 1 hub hd, scb/sdi. According to the information received, a customer has reported that they experienced an issue in their or1 theatre. The endoscopic image was lost on all the monitors and they had to shut down the or1 and restart it. Once the system had rebooted the endoscopic image was restored and they were able to continue with the procedure. Information about patients health was not provided. Additional patient information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. Upon examination it was found that the dvi board (material number mc062554-05) was found to be faulty causing the dvi output to be intermittent. It was also identified that whilst the internal fan (material number mc061296-00) is functioning it is worn, causing it to knock and make a noise. After fitting a new dvi board and internal fan, the image1 hub has been tested and is functioning to specification. Root cause most likely is a random component failure. The event is filed under internal karl storz complaint ID (B)(4).